Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the balloon catheter was found to be leaking within artery. The procedure was completed successfully and there were no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the balloon catheter was found to be leaking within artery. The procedure was completed successfully and there were no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.